Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer. The field service engineer with pharmacist checked the station and the station was function with out any fault. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer.the customer stated that the drawer six keeps failing after recovery and doesn't remain closed sometimes causing a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.